Event description:
It was reported that balloon deflation and removal difficulties occurred. The 95% stenosed target lesion was located in a moderately calcified non tortuous proximal circumflex artery. A synergy megatron 5.00 x 12mm balloon expandable stent was successfully deployed into the lesion. The stent delivery balloon was deflated to zero for 20-30 seconds then pulled negative on the inflation device. The stent delivery system could not be removed from the guide catheter. The wire, stent delivery system and guide catheter were removed as one unit. The balloon was not completely deflated and too big to removed from the guide catheter. No patient complications were reported.

Event description:
It was reported that balloon deflation and removal difficulties occurred. The 95% stenosed target lesion was located in a moderately calcified non tortuous proximal circumflex artery. A synergy megatron 5.00 x 12mm balloon expandable stent was successfully deployed into the lesion. The stent delivery balloon was deflated to zero for 20-30 seconds then pulled negative on the inflation device. The stent delivery system could not be removed from the guide catheter. The wire, stent delivery system and guide catheter were removed as one unit. The balloon was not completely deflated and too big to removed from the guide catheter. No patient complications were reported.

Manufacturer narrative:
Analysis of device by MFR: synergy megatron mr us 5.00 x 12mm stent delivery system (sds) was returned for analysis. The following attributes were examined: an incomplete device was returned for analysis. The shaft of the device was found to be broken in the shaft polymer extrusion region with no hypotube or hub portion of the device returned for analysis. The portion of the device returned, from distal tip to the break site measured 12.5 cm. Balloon: balloon was found to be in a deflated state and bunched. No stent was present as this was successfully deployed during the procedure. Functional testing could not be completed due to the proximal section of the device not being returned.